Event description:
Surgeon went to apply port to catheter and grasped the end of the connection with a hemostat. The tip crumbled in pieces. The device was not inserted into patient at that time. Another kit was opened and the port was applied without a problem. The defective/broken port was saved and is in manager's office.